Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed no image and the screen was flickering. The lcd had failed and needed to be replaced; it was flickering with no image. Additional part used: glidescope gvl 4; catalog: 0574-0001; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, there was no image, the screen just flickered. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.